Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: d10: the date returned to manufacturer was documented as may 14, 2020 on the initial report. This date has been updated to may 13, 2020. Device evaluation: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power, component damage, and moving parts of the device were not moving smoothly. It was further determined that the device failed pretest for general condition and check for free movement. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the previous report. The date has been updated from 5/13/2020 to 5/14/2020. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: sagittal saw adapter device. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4). Please note that MFR# 8030965-2020-03585 is related MFR# 8030965-2020-03689 which are related to the same event.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the handpiece device had low rotational speed and was overheating when used with a sagittal saw adapter device making it impossible to hold in hands to make cuts. It was reported that the internal mechanics of the handpiece were damaged. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. If additional information should become available, a supplemental medwatch will be submitted accordingly.